Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 1 of 2. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Treatment was not reported. The cause of peritonitis was unknown. Sixteen days later, the patient was discharged from the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow-up information was received from a consumer and by a nurse.. On an unknown date in (B)(6) 2013, the patient was admitted to the hospital. The patient experienced peritonitis while in the hospital. During the previously reported hospitalization in (B)(6) 2013, the patient was treated with unknown antibiotics, but the peritonitis was not going away. On an unreported date at the end of (B)(6) 2013, the patient was transferred to a rehabilitation facility. On an unreported date, the peritonitis symptoms became worse (no specific symptoms reported) and the patient was re-hospitalized (date not reported) and was being treated (specifics not reported). The patient remained hospitalized. The cause of peritonitis was unknown. On (B)(6) 2013, the patient experienced recurrent peritonitis and was readmitted to the hospital. On an unknown date in (B)(6) 2013, the dianeal and extraneal was stopped and the patient was switched to hemodialysis. The patient was recovering from the recurrent peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h12k12033 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.